Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2010 that the pt had a seroma at the catheter site. The seroma burst after (B)(6); it was smaller and softer in nature than before. The pt was experiencing a change in therapy effect with the following symptoms which were very positional: dizziness, tingling and numbness. The event occurred following a new pump and catheter implant. Medical tests had been performed and all came back normal. The pt was scheduled for a MRI of head, neck and back. The pt had concerns related to the MRI as the hcp was going to be out of town and there was going to be no one able to check the pump after being in the MRI for hours. The pt wanted to schedule each MRI separately and wait until the hcp was back. It was also reported on (B)(6) 2010 that the pt's concentration was 3000 mcg/ml at 750 mcg/day. Pt felt like a tuning fork with vibrations all over her body. It was also reported on (B)(6) 2010, the pump contained compounded baclofen midazolam and bupivacaine with the following dosages: baclofen 479.8 mcg/day, midazolam 1.249 mg/day, bupivacaine 1.8744 mg/day. Pt stated "it feels like a cat purring through my body... It gets worse when I lay down". The pt diagnosis for the pt's symptoms was epidemic pleurodynia and coxsackie virus. The pt had the following signs and symptoms: cerebrospinal fluid (csf) leak; edema, seroma or hematoma; weakness; dizziness; numbness; and tingling. The pt's outcome was noted as non-serious injury or illness. The pt's pump and catheter were replaced (B)(6) 2009. It was noted the pt had a subcutaneous seroma (csf leak secondary to dural puncture) on (B)(6) 2010. The pt presented four months after her revision. She complained of a number of symptoms experienced over the past four months that were puzzling and difficult to diagnose. The pt had a chronic csf seroma subcutaneous, probably occurring from an existing intrathecal catheter that was nonfunctional, and also possibly from the newly introduced functioning intrathecal catheter. Pt complained of two weeks of a progressively worsening tingling that occurred when lying down from her head to her toes. The tingling and weird sensation resolved itself when she stood up and was vertical. Her low back was also constantly hurting all the time, and was progressively getting worse. It was also reported on (B)(6) 2010, the csf leak was confirmed through a CT scan in (B)(6) and csf was pooling at c2 and at the pump site. Pt complained about a constant humming sound as well. On (B)(6) 2010, a pump malfunction was reported. They would possibly be replacing the pump that day. They did a myelogram and were unable to aspirate earlier in the week.